Event description:
A report was received from a family member of this pt who experienced "another massive heart attack" approx 2 years after receiving his first stent. In addition, the event was attributed to "stent failure" by the pt's cardiologist. He was treated with two additional stents. Please note that this device is not available for testing and evaluation. Additional info has been requested and will be submitted within 30 days upon receipt.